Event description:
It was reported that an ilet user dropped the device, dislodged the insulin cartridge and inadvertently disconnected tubing at the luer connector, introducing air; the user then reused and overfilled the same cartridge, which led to insulin leakage and interrupted delivery until a proper cartridge and infusion set change was completed with coaching. Symptoms included hyperglycemia with a reported peak glucose of 343 mg/dl and trace ketones. Outcomes included temporary interruption of therapy, use of a backup manual insulin injection, and subsequent return to target range after supplies were replaced and procedures were followed. Investigation included user interview and troubleshooting with education. Investigation of this case revealed user handling error, including failure to follow cartridge change steps, reuse of a cartridge, overfilling, and air introduction due to tubing disconnection; the device was reported to function as intended once used per instructions. It was concluded that the event was due to use error and that the device functioned as designed after correct setup and priming. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.